Event description:
It was reported that a lead integrity alert (lia) was triggered with the atrial lead exhibiting low pacing impedance. The atrial lead was reprogrammed with polarity mode change to unipolar, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).